Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The reported failure to deploy the suture was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Reportedly, femoral imaging was not performed. It should be noted that the deployment sequence in the perclose proglide instructions for use, (IFU) states: perform a femoral angiogram to verify the location of the puncture site. Additionally it was reported that only one device was used. It should be noted that the IFU also states: for sheath sizes greater than 8f, at least two devices and the pre-close technique are required. It is unknown if the reported violations of the IFU contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement with a proglide device was attempted in the right femoral vein via 8fr sheath using the preclose technique prior to an appendage occlusion repair procedure. Reportedly, the sutures failed to deploy and remained in the device. An additional proglide device was used for successful suture placement using the preclose technique. The sheath was upsized to 14fr and the appendage procedure was completed. Hemostasis was achieved using the pre-placed sutures from the additional proglide device. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. A femoral angiogram or other imaging was not taken prior to the procedure. No additional information was provided.